Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer blood glucose level was 356 mg/dl. Customer used a whole new bottle of insulin. Cust went through priming, and it worked fine. Customer said reservoir and insulin are being changed every 2-3 days. The customer has not tried different cannula lengths. The insulin is normal. Customer have tried all remedies but still getting no delivery alarm. Customer was advised the pump will need to be replaced and to retrieve and save pump settings. Customer was also advised to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.